Event description:
It was reported that the implantable cardiac monitor appears to be sensing extra cardiac signals and false fast ventricular tachycardia episodes. The recorder remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.